Manufacturer narrative:
The device was not returned for evaluation as it was returned to the (B)(6). Root cause is unable to be determined. The reported event is addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed (B)(6) 2019. As per the reporter the rod fractured. During a review of investigation findings from (B)(6) it was identified that the rod was working and possible to be detracted, but not conform to the force test.